Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported that her son had gone into the pool with his insulin pump. The son's blood glucose was unknown. The mother stated that there was now fluid under the lcd display of the insulin pump. The mother also stated there was no cracks on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.